Manufacturer narrative:
Incidental findings: bent ¿ backup battery pin. Manufacturer's investigation conclusion: the reported event of an emergency backup battery fault alarm was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (27jul2023 ¿ 07aug2023 per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no backup battery fault or notable alarms active in the log file. Of note, the reported event date was (B)(6) 2023, which was not recorded in the log files. The heartmate 11 volt li-ion backup battery (s/n: (B)(6)) was returned for analysis and was observed to have a bent pin. The pin was straightened, and the backup battery was functionally tested. The battery passed without issue. The backup battery was connected to a mock circulatory loop and was able to operate a pump with no alarms active. The reported alarm was not reproduced throughout testing; however, the battery¿s bent pin may have contributed to the alarm, as the battery would have been unable to properly connect to the system controller. It's unknown when the backup battery pin became bent. Per the provided information, the ventricular assist device coordinator tried reseating the battery, but the alarms did not resolve. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook , rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 instructions for use, rev. C, section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery fault alarm. The vad coordinator attempted and failed to resolve the alarm by reseating the battery. A new emergency backup battery was installed and the alarm resolved.